Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the doctor did a blunt dissection to expose the previous anchor sites during replacement of scs. The anchor sites were cut and the leads were left intact. A stylet was used to try and advance the previous scs leads, however this was unsuccessful. Therefore, it was decided that the old scs system would need to be removed and a new scs system would be placed. It was reported that the issue was resolved without sequelae on (B)(6) 2022. The disposition of the device was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-nov-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 31-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.